Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a convergent procedure via sub-xyphoid approach using a cdk-1413. The patient was on anticoagulants pre and post procedure. Approximately 35 hours post-operative, the patient was diagnosed with occlusion of the arteria carotis due to a thromboembolic event. A thrombectomy was performed and symptoms resolved. The patient recovered completely. There was no reported device malfunction, and the adverse event was the result of a procedural complication.